Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos). No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.